Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united statescurrently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an insulin pump that accidentally fell in the water. No additional information provided.

Manufacturer narrative:
Insulin pump received with unresponsive button due to corroded keypad traces. Insulin pump received with traces of moisture at the mother board and motor per visual inspection. Insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.